Manufacturer narrative:
Implanted date: (B)(6) 2011. Additional lot used: catalog #8005p10, lot# 1021270, exp. 09/2013. Device manufacture date: 09/01/2010. A review of the device history records indicates both of the reported lots #1014617 and lot# 1021270 met all testing specifications prior to release and no abnormalities were noted.

Event description:
A patient (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite on (B)(6) 2010. The patient developed urinary retention the day of the procedure, received a bladder ultrasound and was treated with a foley catheter. The retention resolved on (B)(6) 2010. The physician reported the event was of mild severity and was device related. The patient developed a urinary tract infection on (B)(6) 2010 and prescribed antibiotics for seven days. The patient received a second coaptite injection on (B)(6) 2011 and developed urinary retention one day post-procedure. The patient received a bladder ultrasound and was treated with a foley catheter. The retention resolved the following day. The physician reported the retention was mild in severity, possibly device related. The patient developed a urinary tract infection on (B)(6) 2011 and was treated with ten days of antibiotics. The event was assessed as mild in severity and not device related.